Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation trunk cable connector (B)(4) on the distribution node pca was physically damaged, causing the service code. Additionally, the rear therapy electrode cable was pulled from the strain relief, damaging wires within the cable. The root cause for the damaged connector could not be positively identified. The root cause for the pulled cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).